Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and a manual insulin injection was administered to address bg.